Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was in 500 mg/dl and in 600 mg/dl. Customer stated that they took insulin pump off and treated with manual injections. Customer sated that they had issues with bent cannula. Customer stated that they were not using auto mode of insulin pump at the time of event. Customer declined for troubleshooting as insulin pump was not there with customer. The insulin pump will not be returned for analysis.